Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt had some unrelated cardiac catheterization procedure in 2011. The pt's follow-up history is unk. Sometime within the last two months, the pt presented symptomatically to the e/r, and a significant migration of the bifurcated stent graft into the aneurysm sac was identified. The aortic neck had been described as "hostile" but the diameter and angulation are unk. The aneurysm size at the time of migration is 7.1 cm. As the migration was too far to place cuffs proximally, the pt underwent an open repair on an unk date, which was successful. The explants are being retained by the hospital's pathology lab. The migration was attributed to the aortic neck and the previous cardiac catheterization procedure through which catheters needed to be passed through the aneurx grafts. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (migration, surgical conversion to open repair). Results & conclusions: (hostile aortic neck); (previous cardiac catheterization procedure).